Event description:
Pump infuses faster than the programmed rate. Pump was not involved in a pt injury. No further info is available presently.

Manufacturer narrative:
The device has not yet been returned for eval. A follow-up report will be initiated if the device is returned or more info from the facility is obtained.